Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal a u by kotex sleek regular tampon came apart and left pieces behind. She sought medical assistance to remove the pieces.